Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Bg cause was unknown. Customer mentioned bg was addressed by drinking lots of water and keeping active. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.